Event description:
A facility reported that mayfield composite series skull clamp (a3059) was used for a c3-c5 posterior cervical fusion and decompression, and the swivel lock did not engage leading to a slip. Another mayfield tong was brought into the room and the patient's head was secured without slipping. There was a 5¿10-minute delay in starting the surgery which went as planned without complications from the slipping of the mayfield tongs.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the evaluation of the returned unit shows up and down movement in the lock, the index knob is cracked and not allowing the clamp to lock completely, and the rocker arm is sticking. To resolve the issues, the index knob, disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced. Root cause - the complaint is confirmed via inspection of the unit. The index knob is cracked and not locking properly. Additionally, the unit has no recorded maintenance since it was purchased in 2021. The probable root cause is rough handling and lack of routine maintenance, as it is recommended that mayfield skull clamps be returned annually for service. No further corrective action is required beyond the repairs based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.